Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation procedure, close vision was extremely unstable and worse than before the surgery. Distance vision was described as acceptable; however, reading objects closer than a few feet away was reported to be difficult. When this occurred, reading glasses were reportedly searched for, as they could not be seen unless they were beyond arm¿s length. Difficulty was reported while driving, particularly in unfamiliar areas or when operating a different vehicle, due to challenges viewing information at close range. Additional information was later requested and received. The surgeon reported that, in their opinion, the company¿s toric lens and pigment dispersion syndrome caused or contributed to the event. The patient underwent a yttrium aluminum garnet (yag) capsulotomy, and no further complications were reported.